Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a connection issue with the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshooting with the olympus tac technician, the customer was instructed to power off the cv-190/video processor and the clv-190/light source, clean, and allow the scope connectors to dry. Grab another 190-series scope, clean scope connectors with an alcohol prep pad, and allow to dry. Also, ensure the digital light source cable is secure on both ends. Remove the scope, clean the light socket with an alcohol prep pad, and allow it to dry. Ensure the maj-1430/video scope cable is not connected to the cv-190/video processor and reseat the digital light source cable. The cv-190/clv-190 was powered on, and it was noted that the b30 (scope communication) error was displayed. Subsequently, the customer had their biomedical engineer re-seat the cable, and the issue was resolved. The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance support (tac) via phone that during preparation for use, when connecting the travel cart with the light source and video processor an error message code b30 (scope communication) displayed. The customer tried several other scopes with the same results. Customer borrowed a cart from another room and completed the intended procedure with similar device. There was no patient harm associated with the event.